Event description:
This complaint is being reported based on receipt of maude report (B)(4). Patient called boston scientific corporation (bsc) on (B)(6) 2010, stating that he was experiencing esophageal spasms and dysphagia post enteryx procedure from (B)(6) 2004. He was concurrently being treated for a brain injury suffered from a car accident. There was no other treatment for the patient reported aside from continuation of a proton-pump inhibitor (ppis) and medication for spasms. However, bsc was made aware of additional information through maude report (B)(4) on (B)(6) 2012, which revealed that the patient received medical intervention (esophageal dilatation). Note: the patient initially reported the enteryx procedure date as (B)(6) 2004; however, (B)(4) lists the procedure date as (B)(6) 2004.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) is being used to address esophageal dilation of the patient. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in (B)(4) 2005. Boston scientific corporation no longer produces the reported product.